Event description:
Follow up information received from the healthcare professional (hcp) reported that the device/impedances were checked return to the loss of stimulation, return of symptoms, and lack of therapy with no irregular stimulation found. The cause of the issue has not fully been determined, with the patient likely needing an adjustment in settings. A longer programming session with patient off of medications is scheduled to help resolve the issue. It was also noted that the loss of stimulation was not a problem for the patient, with the lack of benefit in the process of being resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient lost stimulation. The patient¿s device was checked and it stated that the programmer said that stimulation was on. The patient has a return of symptoms, and no therapeutic benefit. The patient saw their managing physician on (B)(6) 2017, it was reported that these issues started around that time. The patient is experiencing fine motor issues like eating, writing, and opening pills. The patient is also freezing, and have developed issues walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.